Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a broken enlite sensor needle. The customer's blood glucose reading was 85 mg/dl. The customer stated that during insertion, the needle broke. Customer stated that it did not penetrate her skin. Customer was able to get a different sensor in.